Manufacturer narrative:
No button error alarm noted. The insulin pump had an unresponsive act button due to corroded keypad trace. The insulin pump was unable to perform displacement test due to unresponsive button. The insulin pump had cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner and scratched reservoir tube window.

Event description:
Customer reported via phone call to have received a button error alarm after changing batteries. Customer's blood glucose was 221 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.